Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported upon the second firing of the ez35w, the surgeon heard a loud "crunch." Upon examining the device with the laparoscope, surgeon noticed that the distal end of the trocar was broken with pieces inside the pt. The surgeon had to open the pt to look for trocar fragments. Some were still missing post-op.

Manufacturer narrative:
Tracking #.46787. Date sent: 11/13/1998. Endopath dilating tip trocar: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported "distal end of the trocar was broken". The sleeve was rec'd broken at the distal tip and missing approximately 5% of the sleeve. No conclusion could be reached as to how this damage had occurred. The sleeve and housing components have been incorporated into a one piece molded unit to minimize the potential for breakage.